Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-13997sf serial/batch number (B)(6) was received for investigation. Visual inspection noted wear on the body of the device: fading and material degradation. - functional test was performed and found that the sutures would fray when passing the needle. The most likely cause is wear and tear. The manufacturing date is 2016.

Event description:
On 10/22/2024, it was reported by a facility representative via (B)(4) that an ar-13997sf fastpass scorpion wont close as its loose. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.